Manufacturer narrative:
Device labeling, available in print and online, states: always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in patient's chart. When dressing is removed, count the number of foams pieces removed, correlate the count with the number of pieces previously placed in the wound and verify the complete removal of all v.a.c. Foam dressings pieces. V.a.c. Foam dressings are not bioabsorbable. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48 hours to 72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Based on information provided by the health care providers, it cannot be determined that the foreign body alleged to be v.a.c. Granufoam and v.a.c. Whitefoam were removed from the wound. The foreign body was not returned to kci for identification therefore kci was unable to confirm identity of the foreign object. There was no product malfunction. This report is being filed due to possible user misuse.

Event description:
The following information was reported to kci by the wound care nurse: on (B)(6) 2011, the patient was taken to the operating room for exploratory due to no wound progress. During the exploration, it was identified that an alleged black colored v.a.c. Foam was found adhered to the scar tissue in the pelvis down to the sacrum to the greater trochanteric bone level. The surgeon was able to remove all the alleged black colored v.a.c. Foam dressing. The surgeon decided to place granufoam silver dressing and re-initiate v.a.c. Therapy.